Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had e226 endoscope data transmission error appeared on the display and image went black. The issue was identified during a therapeutic cholecystectomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.